Event description:
The event is reported as: alleged issue reported: the customer reported that the stapler is not dispensing the staples properly. It was being used on a spray/neuter case. They finally wounded up using suture instead. No staple was ever in the animal. There was no injury to the animal. No pt injury reported. Pt currently condition is fine.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.